Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified artery in the forearm. A 4.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured at 10 atmospheres. The device was completely removed and the procedure was completed with a mustang balloon catheter. No patient complications were reported and the patient's status was good.